Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide product code, product name and lot number. Not available. Was the suture used on the patient an absorbable or non-absorbable suture? Absorbable 3-0 vicryl. What is the physician¿s opinion as to the etiology of or contributing factors to this event. The physician has not seen the patient. Patient will not come in for an appointment.

Event description:
It was reported by the patient that they underwent insertion of a port on (B)(6) 2017 for chemotherapy and suture was used. The patient reported that the port hurt 4 out of 7 days. The port was removed on (B)(6) 2017. The patient reports that suture has not dissolved and still has chronic pain at the insertion site. The patient can see suture showing at both ends of the wound and reports they can feel the stitches pulling. Knots on sutures were cut off by another physician. The patient intends to go to another physician to have the suture removed. No additional information was provided.

Manufacturer narrative:
(B)(4). A picture of a small suture piece product code unk, without lot was received for evaluation. Upon visual inspection of the picture, an undyed small suture piece of multifilament construction with the ends cut could be observed. The time of exposure that the suture had in the environment could not be determined as the sample was not received physically. We are unable to investigate further to the issue of performance absorption of suture.